Manufacturer narrative:
Device passed functional test including displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error or e or a alarm unspecified noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was causing their highs. The customer¿s blood glucose level was high at the time of the incident. The customer does not believe site or infusion set issues are the cause of the highs. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.